Manufacturer narrative:
Exemption number e2019001-permits numbering sequence to begin with 10000, to avoid duplication of report numbers due to process transition. There may be gaps in numbering for reports submitted during the transition period. All available information was investigated, and the reported gripper line break was confirmed. A review of the lot history record revealed no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Additionally, a review of the complaint history identified no other incidents reported for gripper line break from this lot. All available information was investigated, and a definite cause for the reported gripper line break could not be determined. There is no indication of a product quality issue with respect to manufacture, design, or labeling.

Manufacturer narrative:
The device is expected to be returned for investigation. It has not yet been received. A follow-up report will be submitted with all additional relevant information. Exemption number e2019001.

Event description:
This is filed for gripper line break. It was reported that this was a mitraclip procedure to treat degenerative mitral regurgitation (mr) with a grade of 4 with a posterior leaflet prolapse and flail. A clip delivery system (cds) was advanced and the clip was placed and aligned over the mitral valve and grasping was attempted. However, the result was not satisfactory so the clip was re-opened and was repositioned. As the gripper lever was retracted, resistance was not felt and the grippers were still lowered. The clip was inverted and retracted into the left atrium and into the steerable guide catheter (sgc), upon which it was noted that the gripper line broke as the gripper lever cap was removed. The undeployed clip and the cds were removed from the anatomy. The entire gripper line was successfully removed. One other clip was implanted, reducing the mr to <1. There was no clinically significant delay in the procedure and no adverse patient effects. No additional information was provided.